Event description:
Customer obtained unexpected negative reactions when testign two cells of panocell 10 (cell 2 and 9) lot 50395 as control cells for anti-fyb.

Manufacturer narrative:
The presence of the fyb antigen was confirmed on retention panocell-10, lot 50395, cells 2 and 9. The customer did not return product for investigation.